Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue was verified. Additionally the alleged cartridge alarm issue was verified in the pump logs, however, no failure was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred. Customer loaded a new cartridge to resolve the issue. Additionally, it was reported that the pump battery was depleting quickly. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, customer continued using pump for insulin therapy.